Manufacturer narrative:
This report is based on information provided by local philips customer support and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the operational test failed. The available details indicate that the operational test failed due to a defective therapy capacitor. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and parts are no longer available for repair. The heartstart mrx device, and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective therapy capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is at the end of life and replacement part are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a failure in the operational test - defibrillation test. There was no reported patient involvement.